Manufacturer narrative:
Evaluation summary: complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A director reported that during an unknown number of cataract extractions with intraocular lens (iol) implant procedures, iol haptics are coming out straight from the device. This has caused capsular ruptures. Additional information has been requested.